Manufacturer narrative:
The reported event of endocarditis was not confirmed. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-29992, related manufacturer reference number: 2017865-2021-29994. It was reported that the patient's pacemaker system was removed due to endocarditis. The patient's condition was unknown.